Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was not damaged, however, the motor had no rotation. Therefore, the reported condition was confirmed. It was further reported that the blades have nicks and chips on them which would indicate some type of particles found there way into the motor. It was also noted that possible particles within the autolube was one location particles could reside which then migrated into the motor. The assignable root cause was determined to be user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device had a broken hose and wouldn't run. It was not reported whether there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.